Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause was traced to adhesive failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separated issue. During testing regional investigation center identified the device had cuts missing sealant at us transducer rubber and ke-45 missing at forceps cover. There was no patient involvement.